Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege patient suffered and/or will suffer pain, inhibition of the ability to walk, unnecessary and additional surgery, and other injuries presently undiagnosed. ***update: (B)(6) 2012 - medwatch report was received. Report states: this is a (B)(6) male with a history of depuy asr right implant on (B)(6) 2007 who underwent revision surgery on (B)(6) 2012. It was additionally noted that on (B)(6) 2011 chromium levels were 19.6 and on (B)(6) 2011 cobalt levels were 15.7.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege, patient suffered and/or will suffer pain, inhibition of the ability to walk, unnecessary and additional surgery, and other injuries presently undiagnosed.